Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. He is currently cleaning his skin with adhesive remover; water; then pats dry and applies the wafer. End user was instructed on skin care; crusting technique with (B)(4) powder and no sting protective barrier wipes on the application of (B)(4) cohesive seals in to any creases or dips in the peristomal skin. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
End user reported red closed rash under the mass of the wafer. This red area is 360 degrees around the stoma and matches the mass. It does not extend under the tape border.